Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The tubing set was to be used for intermittent delivery of unspecified medications. The customer contact reported the male adapter of the tubing set was connected to the pt's IV access site. At an unspecified time, it was reported a male adapter of an unspecified vacutainer was connected to the clave port of the tubing set to withdraw blood from the pt. The customer contact reported after the vacutainer was disconnected from the clave port, the silicone sleeve of the clave port remained in the depressed position. An unspecified volume of bleed back was noted in the tubing set. At that time, it was reported that the male adapter of an unspecified 2ml syringe that was filled with normal saline was connected to the clave port to flush the tubing set. The customer contact reported that the bleed back continued. The tubing set was replaced and the therapy was resumed. There were no reported pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.